Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified an internal leak through a closed clamp. An external leak was not observed. The reported condition was verified. The cause of the broken occluder feet could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in september 2024. E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set broke. This was observed during use of the device for peritoneal dialysis therapy. There were no cleaning solutions, solvents or disinfectants used on the set. The transfer set had been in use for six months and was replaced as a results of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.